Manufacturer narrative:
Date rec¿d by MFR : 17jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the touchscreen was inoperable. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen was inoperable. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 11apr2019. A touch screen assembly was returned for analysis. An investigation was performed and the failure analysis technician reported the root cause was isolated to scratches on the touchscreen had physical damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.